Event description:
The customer reported that erratic prostate specific antigen (psa) results within the normal range of the assay was generated from an access 2 immunoassay system for three patient samples. The initial psa results were reported outside of the laboratory however there were no reports of death, serious injury or change to patient management associated with this event. Upon subsequent repeat testing on the same instrument, the results were higher, still within the normal reference range of the assay, but collectively exceeded the precision claims of the assay. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that assay quality control (qc) results were recovering erratically during the timeframe of the event with percent coefficients of variation greater than twenty five percent for both the low and high level qc. System checks performed prior to the event passed within instrument specifications. The samples were serum samples collected in a vacutainer by a phlebotomist. The samples were fresh samples and were centrifuged at room temperature prior to testing. The psa reagent and calibrator lots associated with this event were 119638 and 119639 respectively.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 to address the issue. The field service engineer (fse) observed a clogged aspirate probe that required replacement. The fse replaced the aspirate probes with clean probes and replaced the aspirate probe tubing with fresh tubing. Upon completion of the necessary repairs, the instrument was returned back into operation. Although hardware issues were addressed at the time of service, it could not be determined that the clogged probes had caused the erroneous results. In conclusion the cause of this event is unknown and could not be determine d based on the supplied information.